Event description:
It was reported that these deep brain stimulation (dbs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: na. Batch: (B)(6). UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4605c0. Model: db-4605-c. Serial: na. Batch: (B)(6). UDI: (B)(4).